Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 475 mg/dl and diabetic ketoacidosis. Reportedly, the customer fell and hit head. Customer¿s bg was treated intravenously with fluids of saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the customer ran out of pump supplies and the pump shut off unexpectedly. Additionally, the pump battery could not be charged. Reportedly, the customer reverted to an alternate method of insulin therapy.